Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 months ago from date manufacturer was made aware.

Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent a revision procedure wherein the pocket was revised, and the implantable pulse generator (ipg) remains implanted in the patients body and in use. The patient was doing well postoperatively.